Event description:
It was reported that during a da vinci s nissen fundoplication procedure, shavings were observed coming off of the shaft of the fenestrated bipolar forceps instrument, a tiny piece fell into the pt and was retrieved. The planned surgical procedure was completed with a different type of instrument. No additional info provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, engineering confirmed that the distal end of the main tube has two sections with material removed. The sections are 180 degrees apart and each are roughly 2 inches long. The damaged areas are mostly parallel to the tube axis, however, the appearance of the damage indicates that it was most likely caused by a combination of instrument collisions and a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warning. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instrument. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.